Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had suspended pump to download into diasend, then forgot to resume pump after downloading and went all night with pump in suspend mode. Patient woke up with blood glucose (bg) of 399mg/dl and large ketones. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia subsequent to the use error of leaving the pump in suspend mode.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 4/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on 2016-02-25. The black box data/histories for the event have been overwritten due to continued use of the pump. Unable to confirm the suspended on event date. Pump is able to be manually suspended and manually resumed with no issues. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.